Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a colonoscopy procedure on (B)(6) 2011. According to the complainant, during the procedure, the stent device was difficult to position using only the guidewire, as the stent device was beside the colonoscope not in it. The user was able to deploy the stent; however, when removing the delivery catheter, the stent got caught on the delivery catheter and was inadvertently removed. The procedure was completed with another wallflex enteral colonic stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a colonoscopy procedure on (B)(6), 2011. According to the complainant, during the procedure the stent device was difficult to position using only the guidewire, as the stent device was beside the colonoscope not in it. The user was able to deploy the stent; however, when removing the delivery catheter, the stent got caught on the delivery catheter and was inadvertently removed. The procedure was completed with another wallflex enteral colonic stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the distal handle was fully retracted and the stent was fully deployed. This indicates that the outer sheath had not been moved distally so that it was flush with the tip for removal of the device. The outer sheath was kinked and accordioned at several locations along the length of the sheath. It was noted that the distal handle was detached from the outer sheath. This type of damage is consistent with excessive tensile force having been applied to the shaft. The inner shaft was kinked just proximal to the distal tip and also just proximal to the stent holder. No issues were noted with the deployed stent. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. The dfu states "pass the wallflex enteral colonic stent over the guidewire, through the endoscope working channel and to the site of the stricture". However, the complaint states that the device was used beside the colonoscope and not in it. In addition, the dfu states "after the stent is correctly positioned and fully deployed, the delivery system should be closed, by pushing the exterior tube handle forward, and removed. Caution: if the delivery system is not fully closed prior to withdrawal, there is a possibility that the tip of the delivery system will get caught in the stent". However, from the condition of the returned device the outer sheath had not been closed to the tip prior to withdrawal. These are potential contributing factors to the complaint incident. Based on the condition of the returned device and the evaluation conducted, the most probable root cause of the reported issues is operational context.

Manufacturer narrative:
(B)(4): stent placement/positioning problem. (B)(4): catheter difficult to remove. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.